Manufacturer narrative:
Results of investigation: the carefusion germany service department inspected the unit and was able to duplicate the reported issue. The root cause of the reported issue was due to a defective o2 cell and a defective internal flow sensor in the gas delivery engine (gde).

Manufacturer narrative:
Any additional information received from customer will be included in a follow up report. At this time, carefusion has not received the suspect device/component for evaluation. (B)(4).

Event description:
The customer reported that the healthcare professional was in another room when they saw their patient have a 75% desaturation alarm on the central monitoring system. They could not hear any ventilator alarms as they were in the other room with the door closed. The healthcare professional went to the patient's room and saw that the patient was cyanotic, desaturated to 70%, and was trying to take some breaths on the ventilator without success. There were no audible alarms on the ventilator and the wave forms for inspiration and expiration were flat. A mucous plug was suspected so they suctioned the endotracheal tube with a closed suction system but no there were no secretions. The patient was removed from the ventilator and provided ventilation with a manual resuscitator. The patient oxygen saturation level rapidly increased. When the ventilator was reconnected and the mode was changed, the patient still did not receive ventilation so the ventilator was switched out.